Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, d1, d4, d6a, h4, h6.

Event description:
Patient reported left side rupture. Device has been explanted.

Event description:
Patient reported rupture. This record is for a left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.